Event description:
Tubing that is manufactured for IV infusions are not cut at the appropriate length to place into the IV infusion pump (all products are bbraun primary or secondary infusamat sets). The incorrect manufacturing is resulting in repriming and respiking medications and IV fluids on an ongoing basis. We are noting multiple tubing sets and lot numbers that are affected. FDA safety report ID # (B)(4).